Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4076-58 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient underwent an aortic valve replacement and while the patient was hooked up to a heart and lung bypass machine, the lead polarity switched due to high impedance. It was noted that the physician was "digging around in the atrium during the procedure". The physician was informed that it isn't uncommon to have a lead warning with an aortic valve replacement due to the chest being opened and the heart being stopped. The patient was also connected to a temporary pacemaker which was attributed to non-physiologic noise and high thresholds observed on the ra lead. Once the temporary pacemaker was turned off, the noise went away and the threshold returned to normal. After the surgery, the lead pacing output was increased. The lead remains in use. No patient complications have been reported as a result of this event.